Event description:
It was reported that when the asymptomatic patient presented to the hospital for a device replacement, externalized conductors were observed. No electrical anomalies were detected. The lead was later explanted.

Manufacturer narrative:
(B)(4).